Manufacturer narrative:
No medwatch form was received. The distal 54.0cm of the lead was returned for analysis. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented to the hospital due to an alert for non- sustained lead noise. Prior to the patient being discharged another alert for non-sustained lead noise occurred and the patient reported dizziness. The device printout showed inhibited pacing. Multiple abandoned leads were reported. X-ray showed a total of 5 implanted leads. The lead was explanted and replaced. The patient condition was good after the event.